Event description:
During follow-up, p-wave oversensing, post-sensed t-wave oversensing and noise resulting in oversensing were observed. Abbott technical support were contacted and recommended reprogramming the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by reprogramming the device.